Event description:
New information received notes that physician agreed that the patient had an appropriate shock as per the programmed settings. The patient condition was fine before during and after the event. The patient was presented in clinic for reprogramming. The programming changes were made. No further issues were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited an inappropriate shock. No further information was provided.